Event description:
The MFR received info alleging a ventilator had a power cord connection failure. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power cord was replaced to address the issue. The connection issue was believed to be internal to the power cord. There was no visible electrical or thermal damage reported.